Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and the power supply was therefore replaced. Analysis also found that the system fan was noisy and it was also replaced. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer has been returned for service. There was no patient involvement.

Event description:
It was reported that the programmer would not power up. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).